Event description:
Boston scientific received information that during a follow up the lead safety switch message appeared during interrogation of the device. Daily pacing impedances measurements appeared stable until there was an out of range pacing impedances measurement recorded. In addition some ventricular tachycardia episodes were recorded in the arrhythmia logbook but were confirmed to be non physiological noise. The lead safety switch was reset and the right ventricular pacing impedance were re measured. The pacing impedances appeared normal. The hospital technician suggested closer follow up to determine if a possible lead issue is present. At this time the right ventricular lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
A follow up too place and the lead safety switch appeared on initial interrogation. The presenting rhythm showed undersensing of intrinsic ventricular events and r waves were not recorded in bipolar or unipolar configuration. The daily impedances were out of range and the pacing thresholds were in retry since (B)(6) 2013, which resulted in loss of capture. No asystole was reported as the patient had intrinsic conduction. The device was reprogrammed and the patient was sent in for an x-ray and implant of a new right ventricular lead. Additional information received noted that this patient underwent a replacement procedure and this lead was replaced.

Event description:
--

Manufacturer narrative:
(B)(4). Additional information received noted that this device was explanted during the same procedure as the right ventricular lead, (B)(6) 2014 due to approaching elective replacement indicator (eri) . Upon analysis at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions , and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4).